Manufacturer narrative:
The product was not returned for evaluation; consequently, a product evaluation was not performed. A device history review could not be performed as no lot number was provided. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information available a definitive root cause could not be determined. However, the most likely root cause is associated with a loading error. The proper loading of the intraocular lens (iol) in accordance with the directions for use (dfu) is essential for the performance of the injector and its cartridge. Improper adherence with the dfu can lead to issues during the loading process that may result in damaged haptics. There is no additional investigation or corrective actions necessary at this time.

Event description:
It was reported that the haptic broke after the intraocular lens (iol) was inserted into the eye. The iol damage was noticed intraoperatively. There was no damage to the capsular bag, no loss of vitreous fluid, and no vitrectomy was performed. The incision was enlarged, and the iol was removed without patient injury. Sutures were not required, and the plan of surgery was not changed. A second iol was implanted successfully, and the patient was reported to be doing well. In the physician¿s opinion, the most likely cause of the iol damage was due to a loading error.

Manufacturer narrative:
The product evaluation has been completed. One delivery device cartridge was returned loose in a plastic bio-hazard bag. The original packaging and the rest of the delivery device were not returned, therefore the lot number could not be determined. The tip was found to be bent, and there was a small amount of dried solution visible in the tip of the delivery device cartridge, but almost none in the loading deck area. Functional testing could not be performed due to the damage. Evaluation of the device could not verify the failure mode due to the condition of the product. The most probable root cause is operational context. User-related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. The findings and conclusions from the original report remain unchanged. No additional investigation or corrective action is necessary at this time.

Event description:
Reported event involves the patient''s right eye.